Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) claiming boston scientific (bsc) called them and told them to go to the ER. Technical services (ts) reviewed and found no previous call logs. Ts also discussed bsc does not monitor data or call patients. It was unknown who called the patient. During the review of latitude data, ts found inappropriate anti-tachycardia pacing (atp) was delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm didn't match the rhythm ID template. Ts faxed the latitude data to the health care professional (hcp). This ICD remains in service. No adverse patient effects were reported. Additional information was received. This ICD was explanted and returned for analysis. No additional adverse patient effects were reported.